Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the act button. No button error alarmed during testing. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via email indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons does not click while priming. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.